Event description:
It was reported that when the nc trek 3.0 x 8 mm package was opened during preparation it was observed that part of the balloon was kinked and the protective sheath was difficult to remove. The device was not used in the procedure. There was no clinically significant delay to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty to remove the protective sheath and kink were able to be confirmed. The yellow protective sheath was removed from the balloon with strong resistance noted. There was a kink in the shaft 7mm proximal to the proximal balloon seal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath appear not to be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.